Event description:
Customer stated, "the pad would not shut off. The pad got excessively hot, to the point that the carpet almost ignited." The product was returned for investigation. The customer did not claim any injury. The carpet was not damaged at all. The product was approx. 32 years and 10 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found that the switch was turning on and smoking as soon as the pad was plugged in. The incident probably occured due to the wear and tear of the components of the switch. The customer further admitted to misusing the pad by laying on it. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".